Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Our vns consultant reported that her dell handheld computer would not hold a charge. The on/off power light will just flash green and then no light. When hhd is plugged in the on/off light is not orange or green. The product was returned for product analysis. An analysis was performed on the returned handheld and the reported allegation was verified. The cause for the reported complaint is associated with broken solder connections on the handheld main board. After the broken connections were resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies noted with the handheld battery.